Event description:
It was reported to medtronic minimed that the customer experienced the battery cap was damaged, a crack on the battery side of the pump, and the belt clip was damaged. The customer reported no adverse event. The event involved product(s) acc-1601 and mmt-1880. Troubleshooting was performed for the cosmetic damage, and there is no damage on the retainer ring. Troubleshooting was performed for the battery cap damage, and the battery cap metal contacts were damaged. Troubleshooting was not performed for the pump clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, label damage, and battery cap contact missing. Cosmetic damage was confirmed at battery compartment and battery cap. Moisture damage was noted found on the battery tube. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.